Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device found no anomalies.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device was replaced due to premature battery depletion . No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: additional information received verified that although the device triggered a "early replacement indicator" the voltage/impedance did not meet criteria and it was therefore determined to be a false trigger.

Event description:
It was reported that the device was replaced due to premature battery depletion . No patient complications have been reported as a result of this event.

Event description:
Asku